Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The pil tech verified that the touchscreen has failed the required flex cable resistance verification testing. The high out of spec resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that the device's touch position is misaligned. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. The touchscreen was replaced then the issue was resolved. No other malfunction was found. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.